Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 351 mg/dl following an insulin occlusion that was only resolved after changing the infusion set and site, with successful tubing drop test, re-priming, and relocation from an area with scar tissue; the user also experienced intermittent cgm signal loss that resumed during the call. Symptoms included elevated blood glucose without reported systemic injury. Outcomes included recovery with decreasing glucose after the infusion set change and no need for emergency care. Investigation included telephone troubleshooting and user education. Investigation of this case revealed an infusion delivery issue consistent with an occlusion that resolved after supply and site change. It was concluded that the event was related to an infusion set occlusion with resolution after corrective actions and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.